Event description:
The customer reported the system intermittently displayed ma sensor error. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage supply regulator was adjusted, and the cable coming out of the tank was reseated. The system now operates as intended.